Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on 04/13/2017 the surgeon provided the following additional event details. The surgeon has been unable to visualize the stent; however, there has been no adverse impact to the patient due to the malpositioned stent. The patient is currently doing well, and will be monitored. The event was noted to be resolved.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent malpositioning is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that he was unable to implant the istent on the first attempt and on the second attempt it was implanted into the ciliary body due to compromised visualization. An attempt was made to re-grasp the stent, however it was pushed further into the ciliary body and was left as is. Additional information has been requested.